Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. No ramping numbers noted. Unable to test for battery out limit alarms due to no button response. Unable to perform displacement,prime test, basic occlusion, occlusion and no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was performed. The device was returned for analysis.